Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 12/02/2019, that a sign im nail implanted to repair a fracture had to be removed due to fracture instability. Surgeon comment: "this nail didn't work, poor reduction and inadequate stability. This is not uncommon for the distal 1/3 spiral fractures. We decided to revise to a plate."